Event description:
It was reported that there was a patient with history of gerd and hiatal hernia. Medical records provided state that after failing medical therapy, patient underwent hiatal hernia repair and implant of 15 bead linx device on (B)(6) 2016. Approximately 9 years later, an upper gi noted a discontinuous device; however, no evidence of gastroesophageal reflux was observed during the study. It was reported patient underwent explant of the device on (B)(6) 2025. No records regarding explant or patient¿s current condition are provided at this time.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number 12057, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.